Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high capture thresholds, was dislodged, and had tunneled to the internal jugular over the clavicle. The ra lead was explanted and replaced. It was further reported that the right ventricular (rv) lead had poor sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.